Event description:
Tip broke. No patient injury. Surgery was prolonged because they had to take x-ray to make sure no metallic remnants remained. Time of delay is unknown.

Manufacturer narrative:
Aesculap, inc. (Aic) has been in contact with the facility, requesting additional information and release of the device for evaluation; however, user facility has not provided the requested information. Aic anticipates device will be released for evaluation, and will return the device to the manufacturer at that time.